Event description:
A surgeon reported experiencing poor aspiration during ultrasound and I/a (irrigation/aspiration) phase of cataract surgery. The procedure was completed using the sample equipment, however, the remaining scheduled cases were canceled. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).